Manufacturer narrative:
(B)(4). The device has been received and an eval is pending. A follow up report will be submitted once the eval is completed.

Event description:
The report suggests that an infusion was set to deliver for 12 hours however the infusion unexpectedly completed in 5 hours. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.